Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that patient experienced during nucleus removal anterior chamber collapse due to fluidics imbalance and resulted in posterior capsule rupture. The current condition of the patient and event outcome was unknown. The surgery was managed with anterior vitrectomy and removal of vitreous from the anterior chamber and completed successfully.